Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of unexplained pump reboot events. During investigation, the battery compartment was found to be cracked on the side at the threads and above the bumper pad. Moisture corrosion was observed inside the battery compartment. The threads of the returned battery cap are stripped. The returned battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to properly secure to the pump to maintain an electrical connection. The pump was unable to complete a 24 hour duration test because a replace battery alarm was emitted. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation code: method codes- (B)(4). Additional evaluation code: results code- (B)(4).